Event description:
It was reported that stent damage occurred. The 85% stenosed, 20mmx3.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descendeng artery. A 3.50 x 20 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the proximal end of the stent struts were lifted up due to scratch in the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the proximal end lifted and pulled distally. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 20mmx3.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50 x 20 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the proximal end of the stent struts were lifted up due to scratch in the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.